Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient died during an attempted laser lead extraction and replacement procedure of the right ventricular (rv) lead. No additional information is available.